Event description:
Concern regarding use of silk sutures for facial tissue suspension outside FDA-cleared indications and discrepancy with advertised reversibility I am submitting this report to request clarification and to raise concern regarding the use of surgical silk sutures in a manner that appears inconsistent with FDA-cleared indications. According to the FDA guidance document "surgical sutures class ii special controls guidance," surgical sutures are intended for soft tissue approximation, with safety and effectiveness evaluated under conditions of wound closure and temporary support during healing. In my case, a dr (B)(6), from (B)(6) uses silk sutures for facial tissue suspension/lifting in a cosmetic procedure. This application appears to fall outside the intended use described in FDA guidance. Specifically, sutures are intended to approximate tissue, not to provide structural lifting or long-term suspension. FDA labeling principles require clear indications for use; I have not identified any indication supporting the use of silk sutures for facial lifting. This application appears to represent a different intended use, which would require validation and FDA clearance. Following this procedure, I experienced complications including infection and persistent tissue changes, raising concern that the device was used under conditions not evaluated for safety or effectiveness. This report is submitted to assist in identifying any potential patterns of adverse outcomes associated with this type of use. I respectfully request clarification on the following: 1. Whether silk sutures are FDA-cleared for use in facial tissue suspension or lifting procedures. 2. Whether such use would be considered outside the device's intended use and labeling. 3. Whether this application constitutes a new indication requiring FDA review. I would have submitted this report sooner if I had been aware of the potentially irreversible nature of the procedure and possible risk of delayed secondary infection. The procedure was advertised as reversible and temporary, with effects lasting approximately 2-3 years due to aging. However, silk sutures are non-absorbable materials, which raises concern regarding the reversibility of the procedure. To date, I have not been able to identify a specialist capable of safely removing the sutures. Additionally, the provider has not supplied additional information regarding the specific product used, including brand name, manufacturer, or lot number, despite my request. This lack of device identification raises additional concern regarding traceability and patient safety. Thank you for your time and consideration. Sincerely, (B)(6) relevant.